Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2009, a (B)(6) y/o, male patient with a bmi of 24.4, underwent implantation of a insert, tibia posterior stabilized size 4 11mm. On (B)(6) 2019, approximately 128 months post implant, the patient underwent revision due to polyethylene exchange.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the range of motion and subsequent revision cannot be conclusively determined since the devices were not returned; however, it is most likely is related to the patient conditions. In a review of the labeling and IFU 700-060-004, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. And may require a second surgical intervention or revision.